Manufacturer narrative:
There was a motor error alarm during the occlusion test and they were unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor (gold). The motor passed the motor test. The pump was received with a minor scratched display window, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 186 mg/dl at the time of the incident. Customer stated that the alarm occurred during a bolus delivery. Customer does not use the sensor feature on the pump. Customer stated that they were able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.